Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose in the 400 mg/dl range with trace ketones and polydipsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the hospital with insulin via their pump. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. The basal history matched the active basal program settings and boluses were recorded as programmed. It was reported that the patient's healthcare provider made recent changes to their basal rate, bolus settings and insulin on board. The reporter stated that the patient had been sick prior to bg excursion. Cts determined that a change in physical activity level without adjustments to their insulin regimen, change in stress level and signs/symptoms of illness contributed to the bg excursions and referred the patient to their healthcare provider for diabetes management. It was also determined that the basal/temp basal settings being incorrectly programmed contributed. This complaint is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the original complaint could not be duplicated or confirmed; the pump information for the date of the complaint had been overwritten due to continued use of the device. The current total daily dose history appeared to be less than the basal delivery totals programmed by the user due to suspension of basal deliveries on (B)(6) 2016. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1 unit/hour for 24 hours during the investigation and the pump history indicated the total daily dose was recorded accurately. The pump was tested for delivery accuracy and was found to be within specifications. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.